Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an amia cassette had a leak from the supply line with the red clamp from where it connects to the cassette. This occurred at the beginning of therapy. The patient replaced all supplies and started over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation with solution bags and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed with the naked eye with no issues noted. Functional testing was performed which included leak testing, clear passage testing, clamp function testing, and device-device interaction testing. The solution bags received with the complaint sample were used in the device-device interaction testing. The reported problem leak was not verified because leak testing and device-device interaction testing were performed with no issues. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.